Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) was contacted and reviewed the available data. This ra lead remains in service. No adverse patient effects were reported.